Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. Device was received with bubbled downstream occlusion sensor seal and scratched lcd lenses. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was not seen in the event log. To further investigate, a functional check was performed and the reported incident was not duplicated. Testing was performed and the device did not alarming downstream occlusion. The device ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the device.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited downstream occlusion alarm. No patient injury reported.